Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00188 for device 2. It was reported that a patient implanted with an scs system and a paddle lead, did not receive sufficient stimulation. On (B) (6) 2007, the patient was reimplanted with percutaneous leads. The previous paddle lead was left in place. The patient was later reprogrammed. During the session, the sales representative discovered that the programmer would not communicate with the ipg. Another programmer was used, with the same results. The ipg also had difficulty charging and holding a charge. The sales representative met with the patient on a second occasion and the doctor informed the representative that the patient's leads pulled out of the epidural space. The representative tried increasing the device to maximum amplitude to see if the patient was able to perceive any stimulation, the patient did not. The patient continued to experience difficulty communicating getting the ipg and charger to communicate while meeting with the representative. The patient's scs system will be revised.